Manufacturer narrative:
(B)(4). Device internal memory was reviewed. Conclusion: there was no fault found with the device. The customer ignored multiple pad warnings. UDI# n/a.

Event description:
It has been reported that the AED did not pass self diagnostic check.